Event description:
It was reported that during a knee arthroscopy the device "kept pumping fluids and would not shut off". There was no injury or delay related to this event.

Manufacturer narrative:
No medwatch received from user facility. All sections on this form completed by the manufacturer. Investigation findings: evaluation unable to confirm the customer's reported problem that the pump would not shut off. The pump was tested in a simulated environment and was found to function properly. The tubing set used during this event was discarded and therefore, no able to be evaluated. The sales rep. Will contact the facility for additional inservice needs.